Manufacturer narrative:
H.6. Investigation summary: bd received a photo of a 27 gauge spinal needle for lot 9022850 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the photo and observed that the needle was broken. Based off the visual inspection the engineer was able to verify the reported defect. Unfortunately, a definitive root cause could not be determined for the observed damage. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of spinal needle 27ga 3-1/2in experienced product damage/deformation with the device still considered operable. The product defect was noted after opening the package, but it has not been specified whether it was noted prior to, during, or after use. The following information was provided by the initial reporter: I was observed cracking, breaking of the product or part of it. Additional information: the incident was noticed after the package opening. The sample is available. The defect was found in the needle extension.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of spinal needle 27ga 3-1/2in experienced product damage/deformation with the device still considered operable. The product defect was noted after opening the package, but it has not been specified whether it was noted prior to, during, or after use. The following information was provided by the initial reporter: I was observed cracking, breaking of the product or part of it. Additional information: the incident was noticed after the package opening. The sample is available. The defect was found in the needle extension.